Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix device was implanted on (B)(6) 2015. According to the complainant, four weeks post procedure, the patient developed septicaemia and had vaginal discharge. The patient is reported to be currently doing well.